Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: smashed connector pins. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - the lines on the displayed image was due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image visible but has disrupted colored lines going up and down the screen. The issue was found during preparation of the procedure. The camera was replaced to complete the procedure. There were no reports of patient harm.